Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 130 mg/dl. In addition, it was reported that the pump time was inaccurate, cause was unknown. Customer's blood glucose level was 151 mg/dl. Reportedly, the customer corrected the time to resolve the issue.